Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the insulin pump was not functioning correctly and was hospitalized for high blood glucose of 863 mg/dl. Customer stated the device wasn't delivering the correct amount of insulin. Customer was wearing the device at the time of the hospitalization. Customer declined troubleshooting on the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.